Event description:
The nurse hospitalization due to hypoglycemic event. Caller also stated that the insulin pump was not giving any basal insulin. The blood glucose reading during the time of the first hospitalization was 19 mg/dl. Nurse stated that the customer has a history of experiencing low blood glucose levels. The blood glucose reading during the time of the call was 591 mg/dl. The nurse also reported that she believes the customer was not eating as advised; she does not believe it is an insulin pump issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.